Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked backflow pressure from the ducts, which was acceptable. The cse replaced aliquot probe and drain. The customer provided quality control data, which indicated that levels 1 and 3 were within range on the date of event. The cause of the discordant, falsely elevated calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on one replicate on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were tested four times on the same instrument, resulting high on one replicate. The samples were then repeated twice on an alternate dimension vista instrument, and the results matched with three of the four replicates obtained on the original instrument. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.